Manufacturer narrative:
Product evaluation: the product was not returned. The lot number was provided. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported blurred vision and a dislocated lens following an intraocular lens (iol) implant procedure. The lens remains implanted.